Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) batch: 7094163, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.